Event description:
In 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder aaa endoprostheses. After successful implantation of the trunk ipsilateral leg component and contralateral leg component, a proximal type I endoleak was noted. An aortic extender component was placed, and the final aortogram showed no endoleaks and excellent seal. The pt presented with groin pain on a week later. He was diagnosed with cellulitis and was treated with IV antibiotics. A proximal type I endoleak was also noted during the pt's two week follow-up CT angiogram. The physician decided to place an additional aortic extender component on the following month. Post-operatively, the pt continued to have back pain. On approx four months later, all devices were explanted due to a persistent type I endoleak. A 26mm hemashield graft was used to surgically repair the aneurysm. The pt was discharged in good condition, and the explanted devices were submitted to the hospital's pathology department. No significant findings were reported.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Please see attached list of add'l devices implanted in this pt: pxt281416/04592166; pxc181200/04648949; pxa280300/04814116.